Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge and displayed "defib fault 72", "defib fault 80", "defib fault 109", "defib fault 111" and "discharge fault" messages. Complainant indicated that there was no patient involvement in the reported malfunction.